Event description:
The dressing is yellow. Co examined the returned sample and confirmed that it is both yellow and gooey. Co forwarded the sample to the vendor for evaluation. The dressing MFR reports that they were forced to change vendors for their raw material, bismuth tribromophenate. The new vendor's chemical is slightly more brown in color, however chemical analysis has proved both vendor's raw material to be identical composition. Additionally, the brown color may further darken as a result of the vendor's gamma radiation of the product. The gooey property of the product is the result of the petrolatum. The MFR assures that this product is "safe and effective for use".